Event description:
It was reported that the lead was explanted due to non- specific malfunction.

Manufacturer narrative:
External insulation abrasion was found at 12.2-12.4cm from the connector pin consistent with lead friction to the ICD. Another external insulation abrasion was found at 44.3-45.2 cm from the distal tip consistent with lead friction to the ICD. Multiple internal insulation abrasions were found between 8.8-21.1cm from the distal tip. The svc coil and etfe coating of one rv conductor were melted near the svc coil.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.